Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-nov-2019, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (did not ask mg/ml at did not ask mg/day) via an implantable pump for unknown indications for use. It was reported that the patient reported that she was having discomfort from the pump and the pump really hurts, and she wanted the pump removed but has been unsuccessful in finding a physician. The patient reported that she has been throwing up a lot "recently" off and on for no reason. He was told the vomiting may be caused by the pump. Moreover, the catheter had been kinked "for the longest time.¿ even after the healthcare provider (hcp) re-did it, it still did not work leaving her in pain for three years. The patient stated that she had the pump shut off and went on oral medication however, the pump had been alarming every hour for "quite a while."